Event description:
It was reported to boston scientific corporation that an advanix pigtail stent with naviflex rx delivery system was to be implanted treat a stone during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the pigtail stent was attempted to be deployed. However, part of the delivery system was detached along with the stent. The stent and detached part of the delivery system were removed from the patient, and the procedure was completed using another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the stent and detached part of the delivery system being removed using an additional tool.